Event description:
It was reported that the device was used during an unknown procedure. It was reported that the staple line was incomplete. The case was completed with a reusable ta90. There was no consequence to the pt.